Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics where called to assist customer at home. The blood glucose reading was 45 mg/dl when the paramedics arrived. Customer stated that he was having issues with the sensor it was giving bad sensor and calibration error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-01450.